Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
It is reported that the device broke while the surgeon was trialing.

Manufacturer narrative:
Visual inspection of the device confirms that the device has cleanly fractured into two fragments with no missing pieces. The fracture is proximal to the medial edge of the central post. The device has been in the field for over 2 years and has been used an unknown amount of times. The reported issue has been investigated and a device history record review is not required. The device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. A zimmer sale representative who was present at the surgery alleges that the surgical technique was adhered to. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause can be attributed to wear and tear from use.